Manufacturer narrative:
Additional information: the reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing lead impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.